Event description:
It was reported that this right ventricular (rv) lead was dislodged. It was confirmed through a chest x-ray. The lead was revised. Boston scientific technical services (ts) suggested programming options since the patient is not dependent. The lead remains in service. No additional adverse patient effects were reported.